Event description:
The device was implanted in 2003. Underdrainage was reported and the device was explanted in 2004. At revision, ventricular and distal catheter were patent. No pt injury was reported.